Event description:
It was reported that during an open unknown procedure, the jaws did not open when the device was checked functionality after the cartridge was loaded into the device by a nurse. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Results: incomplete-interrupted cycle the sc60a device was received for analysis with no visual non-conformances and with an ecr60d cartridge reload present. The cartridge reload was received partially fired 1/4 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. A batch/lot record review was performed and the batch met all final acceptance criteria.